Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient had benefit from the device after initial implantation, but the implant position was reportedly not stable and a decrease of hearing performance occurred. After a repositioning surgery the hearing performance dropped completely. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the device investigation shows damage to the conductive link. Based on the information received, the patient had a revision surgery to secure the implant position. Following reactivation after surgery, the performance dropped and in-situ testing confirmed that the device was no longer intact. As the device was fully functional before the revision surgery, it is suspected that the conductive link might have been inadvertently damaged during the surgical procedure. This is a final report.

Event description:
Patient had benefit from the device after initial implantation, but the implant position was reportedly not stable and a decrease of hearing performance occurred. After a repositioning surgery, the hearing performance dropped completely. The patient was re-implanted.